Event description:
The facility representative reported a flogard infusion pump that was not working. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation as a failure code 38. The cause was identified as out of specification force sensing resistors (fsrs). The fsrs were replaced to resolve the condition. Should additional relevant information become available, a follow-up MDR will be submitted.